Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) hc335, (heal collar 3.5x3.5, 5mm) for evaluation. Visual evaluation / functional test was performed, the healing abutment could not disengaged from implant. DHR review was completed for the subject lot number 2021020354. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021020354 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction occurred. Abutment could not be disengaged from implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #29 came out during procedure. Implants placed on and final follow up done. Dentist saw patient for digital impression for crown fabrication. Dentist reports they removed the healing abutment, placed the scan body and took the impression. They placed the healing abutment back but decided to retouch the scan. When they were going to remove the healing abutment they couldn't by hand. She used a wrench to place the driver and remove the healing abutment but the implant came out with the healing abutment. The dentist placed collagen and regeneross putty and I will replace the implant in some months.